Manufacturer narrative:
(B)(4)

Event description:
The pt felt no stimulation sensation. The lead was implanted subcutaneously. The hcp decided to explant the lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.